Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No intervention was reported. The patient condition was unknown.

Event description:
New information received notes that the lead was capped, partially explanted, and replaced on (B)(6) 2024. Patient condition was unknown.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray inspections of the partial lead found no anomalies except for procedural damage. Electrical testing was normal.